Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the second pipeline was placed in a vessel that wasn't a straight section with no bends at all, but it wasn't a particularly noticeable bend either. Although it is used in routine cases, a compliant balloon was used to perform pta after deployment.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right icac section 2 with a max diameter of 8 mm and a 5 mm neck diameter. Landing zone: distal: 5.4 mm and proximal: 4.0 mm. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment was administered. The postoperative findings related to blood flow contrast showed the eclipse sign was confirmed. It was reported that ped500-18 was deployed from the mca and was scheduled to be placed with the ica-top lowered, but the tip could not be deployed even after it was deployed to the release pad, so it was resheathed once. At that time, the microcatheter was also lowered and the mca could not be held, so it was collected and deployed again in a pipeline of the same size as phenom 27160 cm; a slight dislodgement of the tip was confirmed, but it was placed; pta was performed, and the procedure was completed. It was reported deployment failure occurred in the distal stent region. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed two or less times. There was no operation or another device used to deploy the stent. The stent was removed from the patient's body by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom plus microcatheter. Additional information was received that the pipelines that were not opened were collected. The second pipeline also had poor tip expansion, but it was better than the first, so the deployment was tried by the pta. The tip of the poor dilation was unrelated to the aneurysm because it was the landing zone to the mother vessel. After placement, turning the cone beam by applying pta and the crimping was confirmed. It was noted that dislodge means non-compression, but they think that the cause of non-compression is due to poor expansion of the tip. Although the sleeve was removed at m1, sufficient expansion could not be obtained because the 5 mm stent was deployed with a vessel diameter of 2~3 mm, and there was a large difference between the diameter of the blood vessel of the distal and the diameter of the blood vessel near the neck, so itmay have been difficult to obtain the deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.